Event description:
It was reported that the patient experienced cardiac arrest. During a persistent atrial fibrillation procedure a farawave was selected for use. During procedure access was gained. Ice and cs catheters were inserted. Faradrive and versacross connect inserted and positioned for transseptal. Transseptal was done without any event. The left atrium was mapped with a non - bsc mapping catheter. The non - bsc mapping catheter was removed and a 31mm farawave catheter was inserted and positioned in left superior pulmonary vein in a basket configuration. Pfa energy was delivered two times. Catheter was rotated for further application of pfa in basket configuration. Two more applications of pfa energy given. After the 4th application, the patient immediately went into ventricular tachycardia (vt) that degraded into ventricular fibrillation (vf). Patient was defibrillated with 120 joules of dc energy. Patients rhythm and pressure returned to acceptable parameters. Physician decided to terminate procedure at this point. A-fib ablation was not completed. All equipment was removed from patient and access sites were all closed. Anesthesia woke the patient up. The patient responded well to questions and appeared to act appropriately. Patient was admitted overnight for observation. Of note the physician stated he felt the patient may have undiagnosed amyloidosis. Patient has had an episode of vt that required cardioversion x2 to restore normal rhythm during a cardiac biopsy.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.